Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Labelled as a '50 ml' syringe, but actually has graduations up to 60 ml. Customer have had a few instances where it has been assumed that the maximum fill is 50 ml as this is the volume on the outer packaging, which has lead to incorrect amounts of medications being drawn up. It has also been raised to their team that this change has occurred with no communication to those ordering them. They also would like to know if this is a permanent change to the syringe.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number (B)(6) and lot number 2312033. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The syringes produced at (B)(6) have a nominal capacity of 50 ml, as specified on both the individual packaging and the cases. However, it is noteworthy that the syringe itself is marked with a scale that extends up to 60 ml. The designation of 50 ml is clearly circled on the syringe, in addition to being indicated on the packaging and kits associated with the syringes. Based on the available information, we cannot identify a failure or root cause related to our product or manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.